Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that sine implant the patient¿s implantable neurostimulator (ins) site was painful. They were unable to wear clothes across it. The pain did not ever leave and they had to have something silky and smooth beneath it when they slept. The patient wanted to know when it would stop hurting. The patient thought it was painful because the implantable neurostimulator recharger (insr) antenna got burning hot during recharging. The antenna was damaged. The patient stated that it became hot and uncomfortable. The patient reported that it burned their flesh and they may have tissue damage. The patient quit using the belt and had gotten rid of it almost right away as the patient stated that they realized it would not help them. The patient started using ¿just the frame¿ and noticed the too hot screen. It was reported that the patient did not make sure air was circulating around it and sometimes they would fall asleep during recharging. The patient just recently stopped using the frame and now they were not seeing the too hot screen anymore. The patient stated that they now charge until it got too hot and uncomfortable. The patient would then take a break and charge again later. The patient saw the thermometer icon when they recharge. The patient requested a new antenna and adhesive discs. It was reported that the ins site pain, ins site burns, and the patient becoming hot and uncomfortable during recharge were all since implant. During the call, the patient reported that they were going to the hcp to check their circulation on the right side of their body as their right side was extremely weak. Their right foot was cold all the time from circulation. The patient stated that they had this prior to getting their ins implanted and verified that it was not related to the ins or therapy in any way.. The patient stated that their ins was implanted on the left side due to this and they did not want their right side to become any weaker. Once the patient had a screwdriver, they would call back for help changing out the antenna if they needed it.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: pnma01411a004, product type: recharger. Product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2016 reported she had been able to charge without it burning her and that she had put pillows between her legs, which helped. The patient also stated that the recharging belt was unusable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.